Event description:
The customer reported via phone call that she was trying to change the infusion set and it gave her a no delivery alarm and a motor error. Customer reported that she was unable to troubleshoot at the time of the call. Customer stated that the o-rings came out and the insulin when she put the plunger back on the reservoir. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm occurred during manual prime. Insulin pump will be replaced and supplies will be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.